Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 6.3; date: (B)(6)2010, lab: 3.0.

Manufacturer narrative:
Patient has atrial fibrillation and congestive heart failure. Patient current health condition may interfere with coagulation test. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio: 6.3, reference: 3.0, mean: 4.65, confidence limits: 2.6-6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Conclusion: comparison data was from different dates. Inratio test on (B)(6)2010 and reference test on (B)(6)2010. There is a high possibility that the discrepancies are due to changes in the status of the patient. No product is expected to be returned. No product information was available from customer. Root cause could not be determined from the information provided by the customer. Issue in complaint will be subject to tracking and trending; corrective action not required at this time.